Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received entitled "influence of prior hip salvage surgery on outcomes after total hip arthroplasty in young patients." Literature article entitled, ¿influence of prior hip salvage surgery on outcomes after total hip arthroplasty in young patients¿ by jaiben george, mbbs, et al, published in the journal of arthroplasty (13 november 2017) vol. 33 pp. 1108-1112 was reviewed for MDR reportability. This article evaluates the outcomes of primary tha in patients under 30 who have undergone previous salvage surgery to the hip in an attempt to prevent tha compared with patients who have gotten tha with no prior salvage surgery. All patients in the study were implanted cementless tha from a variety of manufacturers. 19 hips were implanted with a depuy pinnacle acetabular component (cup, head, liner). 2 with a duraloc acetabular component (cup, head, liner), 19 s-rom femoral stems (stem, augment), and 4 corail femoral stems (stem). The remaining hips in the study were from other manufacturers. All patient data was obtained via medical charts, radiographic studies, and physician follow-up over the course of 2 years following discharge after primary tha. The authors do not specify which patients received which implants nor do they indicate which adverse events and/or patient harms apply to a specific product or device. Among the 189 index thas, 7 revisions were conducted within the follow-up period. 1 patient was revised due to aseptic loosening of the femoral component (stem, augment, head) and re-revised 7 years later for aseptic loosening and pain where the femoral and acetabular components were revised. 3 revisions were done due to infection, 1 due to implant noise, and one due to chronic instability. 5 patients were treated for wound infections, there were 3 cases of dvt, and 1 case of pe, all requiring surgical or medical intervention. Radiographic imaging of the remaining patients demonstrated no component malalignments, implant subsidence, or radiolucency. 1 patient experienced a postoperative femur fracture due to osteoarthritis that was treated with an orif but did not require implant revision. The study concludes that patients who have received prior salvage surgery have more incidences of wound occurrence and reoperations than those who did not have previous salvage surgery. Author: jaiben george, mbbs. Country of origin: USA. Published date: 13 november 2017 adverse event(s) related to product(s): implant loosening: interface-implant to bone. Implant fracture intra-op: ceramic. Implant noise: audible sound. Patient(s) reported harm(s) prior to procedure: pain, surgical intervention, joint instability, fracture, infection, deep vein thrombosis, pulmonary embolism.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.